Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the error. To solve the issue, the stirrer motor, the distribution board and cpu board were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error pump 1 is blocked (too slow, ee7) on the patient display panel when unit is switched on. There was no patient involvement.

Manufacturer narrative:
A device service history review has been performed and identified that the unit was manufactured in 2015 and four (4) other similar event has been reported since. Taking into account device investigation, it cannot be ruled out that the most likely root cause of the reported issue was a defective stirrer motor which consequently caused electrical damage on the distribution and cpu boards. Additionally, since the motor is immersed in water, it cannot be ruled out that cleaning and disinfection procedures at customer site may have contributed to the failure of the component. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.